Event description:
It was reported that during a port placement procedure, after the puncture needle was punctured and the guidewire was inserted, the micro introducer allegedly could not be inserted through the puncture site. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 6.5fr peel-apart sheath, one vessel dilator, and one catheter were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The peel-apart sheath and vessel dilator were noted to be slightly bent and the distal tip of the vessel dilator was noted to be deformed. An attempt to load the vessel dilator to the peel-apart sheath was performed and was successful as the dilator locked into place without issue; the dilator then retracted without issue. An attempt to load the catheter returned into the peel-apart sheath was attempted and was successful. Therefore, the investigation is confirmed for the identified deformation issues. However, the investigation is inconclusive for the reported failure to advance issues, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.